Manufacturer narrative:
Device discarded at the user facility. No product evaluation posible.

Event description:
It was reported to target that while delivering a gdc coil through a catheter, the physician felt some resistance. He changed catheters but still felt resistance. While removing the coil from the catheter it was found to have already detached. This occurrence was of no consequence to the pt.